Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving patient to another room. It was reported to philips that image acquisition has failed. Upon troubleshooting, the philips remote service engineer (rse) checked the system and found that image acquisition had failed. The hospital biomed stated that ippc had failed. To resolve the issue, customer replaced the ippc ordered by the rse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that image acquisition failed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.